Event description:
Per the clinic, the patient experienced a constant skin infections around the abutment. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient was placed under general anesthesia (specific date not reported) in order to remove the abutment. Revision surgery to convert the patient to a transcutaneous osia implant system is planned but had not taken place at the time of this report. The implanted device remains.